Manufacturer narrative:
Corrected field h.6., h.3., h.6.: the complaint product was returned for evaluation and was found to meet manufacturing specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. A trend related investigation was performed; no trend could be identified. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer states that in the first box 5 lenses broken in the blister. In the second box, when opened the first blister and wore the lens, it split in two in right eye, part of it was inside eye for two days and all this caused itching, a feeling of having a foreign object in eye. The consumer visited the emergency room and underwent a thorough examination of my right eye which diagnosed small corneal de-epithelialization, conjunctival hyperemia. The doctor prescribed sodium hyaluronate, xanthan gum, netilmicin for four times a day for two days and netilmicin, dexamethasone eye drops for three times a day for five days. Advised to discontinue contact lens for seven days. The current condition of consumers eye symptom was not known at the time of the report. Additional information has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H6: updated. H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).